Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2010 - a bard flat mesh was implanted into the pt's pelvic area. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical/surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.